Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. Two lesions were identified in the left anterior descending (lad) artery. Target lesion 1 was 70% stenosed and had a reference vessel diameter of 3.0mm. The lesion length was 16mm. Direct stenting was not attempted due to residual stenosis. A 3.00x20mm liberte stent was implanted. Residual stenosis was 0%. Target lesion 2 was 65% stenosed and had a reference vessel diameter of 2.7mm. The lesion length was 15mm. A liberte 2.75x16mm stent was implanted. An additional liberte stent was implanted to treat a dissection. The residual stenosis was 0%. The procedure was technically successful. The patient was discharged four days after the index procedure without angina or silent ischemia. Aspirin 100mg daily for an indefinite period and clopidogrel 75mg daily were prescribed at discharge.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.